Manufacturer narrative:
The device reportedly exhibited a malfunction during two different procedures on the same day and a further malfunction on another day. Consequently, MDR 9611500-2016-00356 was filed for the first instance, MDR 9611500-2016-00357 for the second and 9611500-2016-00363 for the third. The first two events produced the same findings but the log signature for the third event is different. The following comments and conclusions apply for the third instance: the concerned procedure was started as the third case of the day; the self-test in the morning was passed successfully. After five minutes of being into volume-controlled ventilation the device detected a leakage of 7.6 l/min at a set fresh gas flow of 5.9 l/min. Several mode changes forth and back were initiated and the ventilation went stable for about 15 minutes when another significant leakage situation was detected and alarmed. The device was set to standby a few minutes later. Dräger finally concludes that the ventilation was intermittently disturbed by a large leakage in the airway system outside the device. The workstation detected and alarmed the impairments in ventilation and initiated the countermeasures defined in the safety concept. No patient consequences have been reported and, it can be concluded that the issue in general does not incorporate a previously unidentified or falsely assessed risk. There's no issue with the device that would require repair or correction.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped, the machine alarmed for 'vent fail' and the user was not able to pressurize the breathing bag. The machine was swapped out and there was no patient injury reported.